Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his meter (type not known) does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began a few weeks prior to contacting lfs at 9:30am (date unknown). It is not known if the patient monitored his blood glucose with a secondary/ back-up meter after the alleged power issue occurred. The patient's testing frequency is not specified however, according to the csr's documentation, the patient manages his diabetes with insulin (self adjuster). The patient indicated he did not take any action in response to the reported meter issue and claimed a few days later (date/time not specified) he reportedly developed symptoms of sweating and weakness. On (B)(6) 2011 (time not known), the patient claimed he was administered lantus insulin (dosage unclear) by a health care professional (hcp) and was soon after hospitalized; the patient's blood glucose result prior to medical intervention is not known and it is unclear if the patient made any attempts to administer self-treatment prior to going to the hospital. During the patient's hospitalization, the patient indicated his blood glucose was tested with the hospital's meter three to four times a day for several days; the patient's blood glucose results are not known. The patient's medical diagnosis prior to being released is not known and it is not specified when the patient was released from the hospital. At the time of troubleshooting, the csr noted that the patient had dropped the unknown meter in the toilet, the patient no longer has possession of the meter (therefore the brand name of the meter cannot be confirmed), and the patient is also unable to verify the type of test strips he was using with the unknown meter. Replacement products were sent to the patient. Although it is not known if the patient was using lfs products and the alleged issue was a result of meter being dropped in water, this complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the reported meter issue began.